Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could be interrogated but a full memory download could not be performed. The device was connected to the benchtop tester and pacing output was measured. The measurements indicated the device was operating in primary operation; however, the pacemaker would not complete any commands other than to read the hardware status. During detailed testing, the device continued to exhibit issues indicative of a memory inconsistency. Detailed analysis revealed the behavior was caused by an issue with the digital integrated circuit chip.

Event description:
It was reported that, the patient was brought to the clinic due to the communicator could not interrogate this pacemaker. The field representative tried to interrogate the device with two different programmers using two different wands, the radio frequency was disable in the programmer and there was another attempt to interrogate with another type of programmer. In all attempts, the programmer could identify the device as a brady device and pull up the application for brady but was never able to complete the interrogation. Then, the field representative placed a magnet over the device and verified that it was asynchronously pacing at a rate of 100 ppm. There was an attempted of a consult transmission with no success, and finally, it was an attempted to pair the device with a new communicator, which was also unsuccessful. Boston scientific technical services (ts) had an engineer pull the latest payload information from nxt, and the last time the communicator was able to look the device was a month ago. Since then, there have been 612 failed attempts by the communicator to find the device. The latest full device transmission was four months ago. The data in that transmission indicates that the device was operating normally at that time. Given that the device could not be interrogated today, in spite of all of the troubleshooting attempts, replacement of the device was recommended. This device remains in service. No adverse patient effects were reported. This product was returned for analysis, as it was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that, the patient was brought to the clinic due to the communicator could not interrogate this pacemaker. The field representative tried to interrogate the device with two different programmers using two different wands, the radio frequency was disable in the programmer and there was another attempt to interrogate with another type of programmer. In all attempts, the programmer could identify the device as a brady device and pull up the application for brady but was never able to complete the interrogation. Then, the field representative placed a magnet over the device and verified that it was asynchronously pacing at a rate of 100 ppm. There was an attempted of a consult transmission with no success, and finally, it was an attempted to pair the device with a new communicator, which was also unsuccessful. Boston scientific technical services (ts) had an engineer pull the latest payload information from nxt, and the last time the communicator was able to look the device was a month ago. Since then, there have been 612 failed attempts by the communicator to find the device. The latest full device transmission was four months ago. The data in that transmission indicates that the device was operating normally at that time. Given that the device could not be interrogated today, in spite of all of the troubleshooting attempts, replacement of the device was recommended. This device remains in service. No adverse patient effects were reported. This product was returned for analysis, as it was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that, the patient was brought to the clinic due to the communicator could not interrogate this pacemaker. The field representative tried to interrogate the device with two different programmers using two different wands, the radio frequency was disable in the programmer and there was another attempt to interrogate with another type of programmer. In all attempts, the programmer could identify the device as a brady device and pull up the application for brady but was never able to complete the interrogation. Then, the field representative placed a magnet over the device and verified that it was asynchronously pacing at a rate of 100 ppm. There was an attempted of a consult transmission with no success, and finally, it was an attempted to pair the device with a new communicator, which was also unsuccessful. Boston scientific technical services (ts) had an engineer pull the latest payload information from nxt, and the last time the communicator was able to look the device was a month ago. Since then, there have been 612 failed attempts by the communicator to find the device. The latest full device transmission was four months ago. The data in that transmission indicates that the device was operating normally at that time. Given that the device could not be interrogated today, in spite of all of the troubleshooting attempts, replacement of the device was recommended. This device remains in service. No adverse patient effects were reported.